Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2018, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 18-oct-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via manufacturer representative (rep) regarding a patient who was receiving morphine, 1mg/ml concentration at 283 mg/day dose via intrathecal drug delivery pump for unknown indication for use. It was reported that fluid filled area on spine surgical site occurred. The hcp was concerned about either a spinal leak around the catheter, or catheter migration or tear. The hcp ordered computed tomography (CT) scan for patient and depending on results, the hcp may schedule patient fit dye study and/or catheter revision. Any environmental/external/patient factors that may have led or contributed to the issue was reported. At the time of this report, the issue had not resolved and patient status was alive-no injury. The patient also reported difficulty with her patient programmer (ptm) communicating with the pump. The rep was not able to duplicate the issue. The rep rebooted both devices after seeing the communication message and the device performed as expected. The rep did notice that in the device registered list, the patient¿s ptm serial number was not listed so the rep would try calling the patient and have them read the rep that sn of the ptm and the communicator. The rep did not cover the surgery case. No further complications were reported. Additional information was received from a hcp. It was reported that there was no tear around the catheter. The fluid was from a seroma. A CT scan was done to evaluate. The issue was being resolved. There were no further complications reported at this time. Additional information was received from a healthcare professional (hcp) via manufacturer representative (rep). It was reported that the hcp performed a catheter revision on this patient on (B)(6) 2019. He replaced the pump connector segment with 8784 revision kit. He also opened the sine incision to explore fluid collection at that site. The fluid was clear, he did send culture sample for analysis. He also noted minute cerebrospinal fluid (csf) leak coming back from around the catheter where it exited the spine. He put "purse-string suture to cinch around the catheter and the slight leak stopped. He then accessed the catheter access port (cap) on the pump with the appropriate gauge needle and aspirated successfully". He then programmed the pump on simple continuous delivery. Patient had abdominal binder in place following catheter revision procedure. No further complications were reported.